Event description:
It was reported that one continuflo solution administration set was observed leaking. The customer reported that they discovered "several holes" during priming with an unknown solution. This event occurred prior to patient connection. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.